Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 3 of 6. Reference MFR report: 1627487-2016-00379; reference MFR report: 1627487-2016-00380; reference MFR report: 1627487-2016-00382; reference MFR report: 1627487-2016-00383; reference MFR report: 1627487-2016-00384.